Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 7.5mg/ml, fentanyl 7500mcg/ml and baclofen 50mcg/ml via an implantable pump. The healthcare provider reported that that she normally gets out "a lot" more than expected. Example was expected 2 ml and got back 7 fairly recently. The healthcare provider thinks it's been going on for some time and doesn't think it's getting worse. The patient was not having symptoms. The healthcare provider was setting the low reservoir alarm to lower amounts so as not to waste drug. The healthcare provider stated she was able to aspirate from the cap (catheter access port) with no issue. The healthcare provider inquired whether this could be a sign the pump may stop working. The healthcare provider wasn't sure if this pump has always been off by this much or whether it was closer initially and then got to this point over sometime.

Event description:
Additional information was received from a healthcare professional (hcp) who reported that the issue first occurred on (B)(6) 2019 when the expected volume was 2.2 ml and 4.6 ml was aspirated. The discrepancy had gradually increased. The volume filled and volume programmed at the refills prior to the visit where the volume discrepancies were found was 20 ml. The cause of the volume discrepancies was not determined. With regards to the status of the pump, it was noted that it was still in place.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.